Manufacturer narrative:
A patient registration discrepancy resulted in a final report initially being associated with an incorrect patient. No protected health information (phi) was disclosed to the incorrect patient. The clinical reports were corrected and provided to the appropriate healthcare provider. No adverse events or patient harm were reported. Investigation of the reported event, including a review of device production and registration records was completed. The discrepancy may have occurred due to either a healthcare provider registration error or a device serial number mismatch originating during manufacturing. The review of production timing identified that a manufacturing-related serial number mismatch could not be excluded as a contributing factor, however a healthcare provider registration error also could not be ruled out. As the investigation was unable to definitively determine the source of the discrepancy, the event is being reported in an abundance of caution. This event is being reported per 21cfr803 as a product problem/malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
A registration discrepancy between two patients resulted in one of the final reports initially being posted for the incorrect patient. A patient received a zio monitor device registered to a different patient, resulting in the final report being posted to the incorrect patient. No protected health information (phi) was disclosed to the incorrect party. The clinical report has been corrected and provided to the patient¿s healthcare provider. No adverse events, such as death or serious injury, are known to have occurred.